Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, bending angle in upright direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; adhesive on bending section cover or distal sheath rubber rubber has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; connecting tube has a scratch; connecting tube has discoloration; connecting tube has a wrinkle; forceps elevation lever has a scratch; forceps elevation knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; switch box has a scratch; air/water cylinder has corrosion; suction cylinder is shaved; suction connector has corrosion; suction connector has scratch; universal cord has a scratch; grip has a scratch; control unit has discoloration; and control unit has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, poor air and water supply. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.